Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. As it is unknown if the user was using android or ios with the fs libre 3 sensor, g4 - PMA/510(k) # has been populated for ios. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. As a result, customer experienced symptoms described as "sweaty, anxiety," a seizure, and reported being unable to self-treat. Customer had contact with a non-healthcare professional third-party who provided grape sugar, orange juice, and cola as treatment. There was no report of death or permanent impairment associated with this event.